Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the proximal segment of the adaptor was returned and analyzed. Analysis revealed that no anomalies were found. However, the outer insulation was kinked/buckled. All conductors were stretched and damaged at implant. It was visually noted that the setscrews in this model of adapter are designed to only be inserted and not retracted from the adapter. Two leads were stuck in the adapter block. (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4) - the proximal segment of the lead was returned and no anomalies were found. However, the outer insulation was breached cut and there was damage at implant.

Event description:
It was reported that during the implant attempt, the two left ventricular leads needed to be connected and loosened two times to obtain measurements. After the leads were connected the first time to the adaptor; the setscrews could not be loosened and the adaptor could not be removed from the leads. The leads became damaged from this incident. The adaptor and the leads could not be used and were replaced. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.